Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by fever and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with fortaz (1g, intraperitoneal, daily, duration was not reported) for peritonitis. Two days after the event onset, the patient has recovered from fever and abdominal pain. Ten days after, the patient again experienced abdominal pain and was hospitalized and discharged on the same day. Twelve days after the event onset, antibiotic treatment was discontinued, the patient's catheter was removed and they were switched to hemodialysis. At the time of this report, the patient has recovered from the peritonitis event. No additional information is available.